Event description:
Disposable tissue stapler used during a gastro-j procedure and dr could not fire the trigger. Dr repositioned the stapler and again attempted to fire. Trigger would not move. No injury to pt was reported. Device to be returned for evaluation.